Event description:
It was reported that the patient was admitted to the emergency room (ER) because their inflatable penile prosthesis (ipp) eroded through their glans penis. The erosion site was also infected. The surgeon at the ER believed that the patient's diabetes contributed to the poor tissue quality, which ultimately led to the erosion. The existing ipp, as well as the 3.0 cm rear tip extenders (rte), were explanted. A full antibiotic washout was performed after the removal. The explanting surgeon prescribed the patient post-operative antibiotics and referred them to another physician for reimplantation. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.